Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high. The customer¿s mother reported delivery anomaly, reservoir was empty today morning, and she changed it yesterday. Child had high blood glucose and treated from pen. Patient's blood glucose at time of incident was 500 mg/dl. Patient's current blood glucose was 120 mg/dl. Customer states the drive support cap appears normal. The insulin pump passed displacement test. The insulin pump failed high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.